Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. There is no evidence to suggest that this is a device related incident.

Event description:
After treatment for infection the tibial insert was revised.